Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) used. List #21-2961-24, ndl, gripper plus, 22g x .75" (19mm), needleless y-site 12/bx; lot #4463747. As received, noticed the tubing partially separated from the y junction. No other damage or anomalies observed. One (1) photograph was provided by the customer showing the location of the leak. Confirmed complaint of broken tubing, probable cause, excess solvent and unintentional bending force. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that during the cleaning of the device with saline, the nurse noticed a leak at the y-site. The plastic tube appears to be broken on half of the diameter of the rigid plastic base. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.